Event description:
It was reported that a malfunction occurred on the customer's pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any future issues.